Event description:
Patient underwent breast augumentation with silicone implants in 1985. Now presents with ruptured implants. In 05 patient went to surgery. Procedures done were bilateral explantation of ruptured silicone implants with implant material, bilateral open capsulotomy and bilateral augumentaion mammoplasty with saline implants.